Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot and stained end cap sticker. The drive support disk was inspected and no anomaly was noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a shortened battery life, and the display was difficult to read due to scratches. The caller also reported that the device had frequent button error alarms and had to be primed more than once. Customer's father reported that the insulin pump had recurring no delivery alarms during priming or bolus and that the reservoir compartment was cracked. Blood glucose level at the time of the incident was over 500 mg/dl. Caller stated that the customer treats high blood glucose levels with the insulin pump or with manual injections. Caller also reported that the customer recently went to the emergency room with a blood glucose level over 500 mg/dl. The caller was unable to troubleshoot as he did not have the insulin pump with him at the time of the call. Customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.